Event description:
The customer reported that the sys had a defective breaker and damaged 7pl1 pin. No pt injury was reported.

Manufacturer narrative:
(B)(4). Result: hardware failure. The ge service rep replaced the breaker and damaged 7pl1 pin. The system operates as intended.